Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. The customers blood glucose level was 145 mg/dl. Reportedly, the customer resumed insulin delivery with the current cartridge.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.